Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately eleven days post implant that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing in the form of high rate non-sustained episodes and high sensing integrity counter (sic). It was noted that the oversensing was able to be reproduced when the patient reached their left arm over to their right arm. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.